Event description:
It was reported that the customer jumped into the lake with the insulin pump still attached to them and since then the insulin pump had not been working properly. The customer stated that the keypad was unresponsive and they are not able to get past the time/date screen. The customer had reverted to a backup plan since the incident. The customer's blood glucose was unknown. The customer was advised that the device will be replaced. Nothing further was reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube, cracked reservoir window and cracked case near the display window corners were noted during the visual inspection. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No moisture damage was noted on the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).